Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced a loss of stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient experienced a loss of stimulation due to high impedances was reported to abbott. The lead had migrated. As a result, the lead was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead had migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.